Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02892 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient suffered from pain, erosion of her internal tissue, additional surgeries, and bladder and urethra infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.